Event description:
It was reported that during an ablation procedure three non-boston scientific access sheaths were selected for use. It was reported that the patient was diagnosed with right femoroarterlal pseudoaneurysm post-ablation procedure. No surgical interventions were required and it is being managed conservatively. Event is still going. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).